Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that a lead revision was performed on the day of report because all the contacts were open except c to 0. It was noted that the tip of the extension where ¿it goes into the battery¿ was bent. This was discovered on the day the ins was being placed and it was unclear if the open impedances were found before or after the new ins was placed. There were no further complications reported or anticipated.